Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not crossing for 4 locations. A technical support specialist had sent serial peripheral interface for the 4 locations and crossed over to the ciisafe and confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported that when using the bd pyxis¿ cii safe, it had a communication issue, orders not crossings. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.